Manufacturer narrative:
Device in transit from user facility, will be investigated once received.

Event description:
Fluid leak out of gas outlet port. Device changed out and replaced with another nautilus oxygenator.